Manufacturer narrative:
The reported field event of reset was confirmed in the laboratory. The device was tested on the bench and no anomaly was detected. The cause of the reset was not reproducible and the cause of the of the anomaly was not determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation and disabled the therapy. It was not possible to restore the device to normal functions via programming. The device was explanted and replaced. The patient was in a stable condition.